Event description:
It has been claimed that the handle has broken when the patient was using it during the transfer from one bed to the other. Fortunately there have been no injuries sustained.

Manufacturer narrative:
(B)(4). When reviewing similar reportable event involving the adjustable strap and handle which is a component part of the optional lifting pole accessory - intended to assist a patient in moving or turning on the bed, or when entering and leaving the bed; we have found couple cases concerning the breakage of the adjustable handle, however they were related to breakage of the retraction mechanism. This is the first complaint about which we are aware which concern breakage of the plastic handle bar. Previously, a similar issue with the adjustable strap and handle - then manufactured by another company: rolko - has been the subject of a corrective field action by this supplier and in june of 2010 we have issued san 01 2010 following a notification from the supplier that a review of the performance of the strap and handle products had identified a risk that part of the strap retracting mechanism may break whilst in use. Rolko at the time advised the potentially defective parts were produced between january 2007 and january 2009. The particular adjustable handle involved in this complaint, broken in a different place and therefore is not related to the referred field action. Based on the information collected to date, provided problem description and photographic evidence, it has been found out that the actual piece that has broken is the plastic handle bar. The break has occurred as the handle come under load, fortunately there was no patient injury, no medical intervention being necessary. The defective adjustable strap has the tractability mark showing that it has been manufactured on apr 2007, making the item more than 7 years old at the time of the event ((B)(6) 2015). Given the outcome of our investigation we shall continue to monitor for any further events of this nature and do not propose any further action at this time. (B)(4).